Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for remote follow up via merlin.net with the right ventricular lead exhibiting pacing impedance measurement exceeding upper limit. Upon in-clinic interrogation it was noted that the capture threshold had also increased. Programming interventions were made, and the patient would continue to be monitored as scheduled.